Event description:
A surgeon reported that a patient is seeing halos and experiencing loss of contrast following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the surgery was performed without any issues and there is nothing wrong with the lens nor the implantation; and the patient is not fully satisfied with his visual outcome.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 06/19/2009.